Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that there was a poly swap and I & d. Leg length was 13mm short according to the surgeon. Tissue and bone were "dead" around the joint according to the surgeon. Revised using lateralizing liner and +4 sleeve.

Event description:
It was reported that there was a poly swap and I & d. Leg length was 13mm short according to the surgeon. Tissue and bone were "dead" around the joint according to the surgeon. Revised using lateralizing liner and +4 sleeve.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Insufficient medical records were provided for review. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot or sterile lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, clinical history, progress notes, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.